Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026, information was received from patient regarding an external device. The reason for the call was that the patient reported the controller had become unresponsive. The patient stated that they were recharging the implant (ins) when the controller green light went solid, and they were unable to turn the controller on. The agent had the patient plug the controller into the ac power supply without the battery pack, and the patient confirmed that the controller powered on. The patient then reinserted the battery pack and confirmed that the controller was charging. The agent instructed the patient to start a recharging session, and the patient was able to view the battery screen, with the controller at 90% and the implant (ins) at 30%, recharging with an excellent connection. The troubleshooting steps taken resolved the issue. Patient called back and reported they had the controller freeze up again on friday, after business hours. Patient stated they had been trying to recharge their implant and got one of those indicators that would normally say 'done,' when the controller froze up. Patient stated they plugged their controller in again this morning and noted the language on the controller had changed to spanish or portuguese. Agent walked patient through a reset of the controller to confirm the serial number, then helped patient get through 'battery empty [79],' reentering the date and time, and then changing the language back to english in the menu. Patient asked if they had been doing something wrong that was causing this issue to occur and mentioned they had a recent replacement. Agent reviewed information from prior cases and opted to replace the controller for the patient. Patient reported they saw 'no device found' on the controller while they had plugged to ac power; agent reviewed they could let the controller charge for a couple hours, until the flashing green light was solid, then they could attempt to recharge the ins again - agent suggested trying to charge the ins again today so the pairing process will go easily with the replacement controller they may receive tomorrow. Patient may call back for assistance with setup/pairing. Agent sent request to repair and closed case. No symptoms were reported. On (B)(6) 2026, additional information was received from the patient. Patient called back and stated that they received the replacement controller and needing help setting it up. Agent assisted patient to the pairing process and was able to pair them successfully. Patient did check their settings and adaptivestim settings, but patient said the adaptivestim was not right. Patient stated that they were getting too high when they lay down. Agent reviewed information and redirected to healthcare provider (hcp).